Event description:
This items has been tested pre-operatively during the torque testing. It has been tested for more than 40 times. Just 3 times on range; the rest out of range. Not used during a procedure so no patient consequences.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was performed. Torque specification for the device is 72 - 88 lbf*in. Actual measured values range from 88.54 - 95.87 lbf*in. The device is performing high specification according to specifications as part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the torque limiting handle 80in-lb would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history a review of the receiving inspection (ri) for torque limiting handle 80in-lb was conducted identifying that lot number gb128409 released in three batches. Batch1: lot qty of (B)(4) units were released on jun 8, 2020 with no discrepancies. Batch2: lot qty of (B)(4) units were released on jun 16, 2020 with no discrepancies. Batch3: lot qty of (B)(4) units were released on aug 17, 2020 with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.